Event description:
Report received indicated end user developed a red itchy rash that is located only under the tape border. The end user has applied a gel for itching and has used a skin prep wipe. She was encouraged to contact her doctor for evaluation and instructed on how to do a patch test. It was also noted that she was advised to cut the border off and leave the skin open to air if possible. The patient's subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The brand name should read as s4s/sur-fit natura 2pc-2pc stomahesive (sh) moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.